Event description:
It was reported that customer experienced high blood glucose, with a highest reported level of 360 mg/dl and no known cause identified, while using both continuous glucose monitor and blood glucose meter readings. There was no reported impact to the customer¿s blood glucose level beyond the described high reading. Customer gave a correction insulin injection by multiple daily injections, inspected infusion site, cannula, and connections with support from tandem technical support, identified air bubbles in tubing, primed out air, received education about removing air from tubing to prevent issues with insulin delivery, and planned to replace supplies as needed and resume insulin therapy.